Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported events were not confirmed. However, the coat of the ig serpentine tube has peeled off (1 mm2 or more). The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the oes bronchofiberscope tip is bent and the suction power is insufficient. During a standard service inspection of the customer returned device, the coat of the ig serpentine tube was peeled off. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation did not confirm the reported device problem. A review of the device history record found no deviations that could have caused or contributed to the reported device problem. A definitive root cause for the reported issue was not established. However, it is probable that the issue resulted from stress caused by repeated use. It is also probable that the issue was caused by mishandling or other external factors. Olympus will continue to monitor field performance for this device.